Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400689817. No sample and one photograph was provided for evaluation. Based on the photograph provided, it was unable to confirm any defects. The root cause was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line. No visible air bubbles in line. Flushed and flicked line and still rings for bubbles. No injury reported.